Event description:
The facility's biomedical engineer reported an inusion pump with failure code 812.02. This report was found during biomed testing and stated that failure occurred immediately upon powerup. The biomed also stated that there was no pt incident since the last baxter service event.